Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up, it started double beeping. The issue was caused by the downstream sensor which will be replaced to resolve the issue.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep for no cassette. No patient was involved in this event. No adverse effects were reported.